Manufacturer narrative:
Correction is being made to previously submitted h6 - adverse event problem, and h11 - additional mfg narrative. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2. Corrected fields: h6, h11. The device was returned to olympus for inspection, and the reported failure no image was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (the distal end is detached and no image) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in s-connector is dirty. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope exhibited no image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.